Event description:
It was reported that during device change out, fluoroscopy revealed externalized conductors. No electrical anomalies were detected. Lead was capped and replaced. Patients condition was fine after the procedure.